Manufacturer narrative:
Patient information was unavailable from the site. UDI not available for this system at time of filing. Device manufacturing date is unavailable at this time. A medtronic representative inspected the system onsite and the issue was confirmed. The navigation was off by 1mm. The issue occurred during registrations. The issue has resolved. No parts were replaced and system logs were not available.

Event description:
A medtronic representative reported that while in a functional endoscopic sinus surgery (fess) procedure there was an alleged inaccuracy with the navigation system. The surgeon reported that it felt like the inaccuracy was 1mm posterior. The representative reported that some of the trace pattern had been underneath the surface of the skin. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.

Manufacturer narrative:
Additional information: UDI and manufacture date provided in the appropriate field.